Manufacturer narrative:
(B)(4). D10: pn: 161034, ln: unknown, oss rs poly fem bushings set/2. Pn: 161035, ln: unknown, oss rs axle. Pn: 178524, ln: unknown, cps transverse pin 6pk 20mm. Pn: 178525, ln: 891830, cps transverse pin 6pk 24mm. Suggested component code: mechanical (g04) ¿ femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.